Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. Eval is in progress but not yet completed. This report filed on november 16, 2007.

Event description:
It was reported that during total bi-polar hip arthroplasty in 2007. Surgeon was unable to fully seat liner component with bi-polar shell. A second bi-polar component was opened with the same results. As a result, procedure was delayed 30-45 minutes.